Event description:
It was reported that the patient was issued a new backup controller on (B)(6) 2020 due to damage on the black battery cable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage on the black power cable was not confirmed. Multiple requests for additional information were made to determine if the heartmate 3 system controller (serial number: (B)(6) would be returned for evaluation; however, no response was received. No images of the reported event were submitted for review. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate 3 patient handbook (rev. D) section 6, entitled "caring for the equipment", describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller power cables for damage. Heartmate 3 patient handbook (rev. D) cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 28may2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
User facility medwatch report # 3400300000-2021-0000031.